Manufacturer narrative:
A field service engineer (fse) contacted the customer over-the-phone to address the reported event. The fse was able to confirm the reported event while over-the-phone with the customer. The error was reproduced by homing the incubator. The customer was instructed on proper mechanism to free the incubator to allow it to rotate. The customer then proceeded to run quality controls, which passed within acceptable range. The aia-900 analyzer was returned into operable status. The fse followed-up with the customer later during the same day and confirmed that the analyzer continued to operate without any further issues. No further action was required. The aia-900 analyzer was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed on serial number (B)(4) from 15-jul-2018 through aware date (B)(6)-2019. There were no other similar events reported during the search period. The aia-900 operator's manual under section 12 flags and error messages, states the following: 12.2 error messages and corrective action: if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [4273] incubator home overrun cause: the home sensor s120, which is not supposed to be activated after the incubator moves, was activated. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and also check to see the cause of slipping, and so on, that occurs when pm120 moves to the limit side. [4275] incubator slipping detected cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause of the reported "4273 incubator home overrun" was due to the incubator motor locking up.

Event description:
A customer reported getting error message "4273 incubator home overrun" during start-up with the aia-900 analyzer. The technical support specialist (tss) instructed the customer to perform an "all set home", but then error message "4275 incubator slipping detected" was generated. The customer stated that the cover had been removed and checked for dropped cups, but none were found. The tss instructed the customer to clear the incubator, but it would not move even with the aia-900 analyzer powered off. The waste chute was not backed-up according to the customer. The customer tried running daily check and the error occurred again. The customer was down and unable to run the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), prolactin (prl), and luteinizing hormone (lh ii) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.